Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate during (B)(6) 2017. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted, give date: exact date unknown but (B)(6) 2017 provided as a best estimate. If explanted, give date: not applicable, as the lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a zxr00 intraocular lens (iol) was implanted in the patient's operative eye. At the 3 week post-operative appointment, the patient's visual acuity was 20/20, near vision was j2 with good light, and auto refraction was -0.75 x +0.50 x 155. Although the patient stated her distance vision was excellent and that she loves her daytime vision, she experiences spider webs at night time and feels she can't drive at night. Reportedly, the physician thinks the patient does not want to explant the lens. In follow up, it was reported there is a little residual of cylinder. The doctor is unsure whether to implant a monofocal or symfony lens in the patient's second eye to try and lessen disturbances. It was noted that the surgery for the first eye was 4 weeks prior to this follow up (best estimate (B)(6) 2017). Consultation with the doctor was performed and it was recommended that the patient try alphagan to see if the spiderwebs disappear and to hold off on 2nd eye implantation to see if the dysphotopsia will lessen with anti-glare glasses or alphagan while the patient neuroadapts. No additional information was provided.

Manufacturer narrative:
Per external communication, the affected eye was on the right eye (od). It was noted also that patient is doing fine as there was no patient injury. Patient's left eye (os) was also implanted. Patient was prescribed with drops, but did not specify. The lens remains implanted and no other issues reported. Expiration date: 6/11/2022. Serial number: (B)(4). UDI number: (B)(4). Catalog number: zxr00u0175. If implanted, give date: (B)(6) 2017. Device manufacture date: 6/11/2017. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed that no similar complaints were received for this production order number. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.